Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula had detached, rendering extension and retraction impossible. Rod crimping marks were within specification. The condition of the returned device was consistent with the complaint that the snare felt broken and would not apply current; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula, and a correction has been implemented to address this issue. It was confirmed that this lot was manufactured prior to the correction. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, cautery was unsuccessful with the snare. It was reported that the snare felt broken when the loop was retracted to capture the polyp, but there was no difficulty retracting the device. The device had been inspected prior to use and no visible issues were noted. The snare was removed from the patient with no issues and the procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a captivator ii polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, cautery was unsuccessful with the snare. It was reported that the snare felt broken when the loop was retracted to capture the polyp, but there was no difficulty retracting the device. The device had been inspected prior to use and no visible issues were noted. The snare was removed from the patient with no issues and the procedure was completed with another captivator ii polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.